Event description:
A malfunction was reported by the customer, referenced by error code 16-0x20e6, and occurred repeatedly when the pump was turned on. There was no information provided regarding the blood glucose level, so the impact remains unknown. The pump is scheduled to be returned, and a replacement pump has been issued with a serial number of (B)(6) to resolve the issue.